Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy (infusion rate uknown). The customer stated that there is expected overfill (indicated on the bag) of approximately 60 ml and then I am also referring to overfill as that volume which exceeds the 'calculated' overfill from pharmacy. For example, at this very moment, I have a patient who is on a 16 hour tpn (total parenteral nutrition) cycle. Pump indicates total infusion of 2500 complete, however, approximately 250-300 ml left in bag. Again, the pump says 2500 was delivered, but based on the label and how much is in the bag, that cannot be possible as so much is left over. No further information could be obtained in the initial report. Any patient injury is unknown.